Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone 20.0 mg/ml at 4.751 mg/day, bupivacaine 20.0 mg/ml at 4.751 mg/day, morphine at up to 8 mg/day, and an unknown drug. The indication for use was spinal pain. It was reported that in 2013, the patients pump had been tipped. The healthcare provider (hcp) stuck the patient 3 times to refill and hadn't suggested anything for it. It was also noted that about 4 years ago (from (B)(6) 2016), the patient was diagnosed with sleep apnea and had been sleeping in a recliner since the patient got a continuous positive airway pressure (CPAP) machine. The consumer reported that 6-7 months ago (they thought (B)(6) 2016 but they were not sure), the patient was also taking medication for sleep apnea. The patients kidneys weren't good, and they would not give it to her because of her kidneys.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.